Manufacturer narrative:
(B)(4). The product was returned for analysis but was lost during the re-packaging and re-routing process to the appropriate analysis lab. As a result, the product was not tested and analyzed for the reported complaint. (B)(4).

Event description:
It was reported that during follow up that the lead had dislodged (confirmed via x-ray). It was not possible to reposition the lead so it was replaced. Patient condition was good .

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.